Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure involving a faradrive steerable sheath a hematoma occurred. The hematoma formed when the faradrive sheath was still in the patient's body, and a sheath exchange complication occurred. Two days after the procedure, another physician reported that the patient needed further intervention from vascular surgery, on two occasions, to correct the complication. The patient is expected to make a full recovery. The device is not expected to be returned for analysis.